Event description:
It was reported that the insertable cardiac monitor (icm) was coming out of the patient pocket and was explanted. A different manufacturer's device was implanted as a replacement. No adverse patient effects were reported.